Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after routine steam shaping of the phenom 17 microcatheter, the shaping needle could not be withdrawn. When the surgeon forcefully pulled it out, the tip of the microcatheter became deformed. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for aneurysm coil embolization. The access vessel was the right femoral artery, which was 5.9mm in diameter. The patient's vessel tortuosity was minimal. Ancillary devices include a navien 6f guide catheter.

Manufacturer narrative:
H3: product analysis ¿as found condition: the phenom 17 catheter was returned for analysis inside a biohazard bag and a shipping box. ¿visual inspection/damage location details: the catheter tip and the first marker band were missing. The catheter tubing was found to be thinning with the surface partially melted around the second marker band. The tip exhibited evidence of steam shaping. The catheter body was found to be accordioning from 8.0cm to 10.3cm from the distal tip. ¿testing/analysis: the total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.014" mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿conclusion: based on the device analysis and reported information, the customer complaint was confirmed, as the returned catheter was found to be melted and accordioned. It is likely the damage was caused by an improperly shaped distal tip, which thinned the catheter wall and melted and accordioned the distal segment of the tip. It is possible that the catheter was held too close to the heat source, the heat was set too high, or the catheter was held too long to the source, resulting in damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. The steam source was approximately 2 cm away, and the catheter was shaped for around 60 seconds.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.